Manufacturer narrative:
(B)(4)t. Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received in good visual condition. A ¿replace handpiece¿ alert screen was displayed by the generator when it was evaluated with a test instrument. Further testing confirmed that the eeprom (electrically erasable programmable read only memory) was corrupted. The handpiece usage counter indicates that it has already being used (B)(4) times, so no conclusion could be drawn as to what caused the eeprom condition.

Event description:
It was reported that prior to a hysterectomy procedure the device had already stopped working. When it was connected to the gen11 the generator said change handpiece. The handpiece has only been used a few times. The event happened before an operation when the nurse connected to the generator. Procedure was completed with a same like device. One device will be returning.